Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of abdominal aortic aneurysms using a gore® excluder® aaa endoprosthesis. A gore® excluder® iliac branch endoprosthesis (ibe) was also implanted on the patient¿s left side. On an unknown date, approximately one week after the procedure, follow-up CT scan reportedly showed an occlusion of the left internal iliac artery. It was reported the distal end of the ibe internal iliac component was implanted in a tortuous region of the internal iliac artery and appeared to be occluded. The patient was asymptomatic, and no further treatment was given. The patient tolerated the procedure, and the physician will continue to monitor the patient. On (B)(6) 2022, follow-up contrast CT scan showed no problems. On an unknown date in (B)(6) 2022, outpatient consultation revealed no problems with blood flow to the lower extremities. On an unknown date in (B)(6) 2022, symptom of claudication was observed. On an unknown date in (B)(6) 2022, contrast CT scan showed thrombus occlusion from the left internal iliac artery extended to the bifurcation of the trunk ipsilateral leg endoprosthesis. On (B)(6) 2022, thrombectomy was performed and additional stent grafts were implanted.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.